Event description:
Patient reported left side capsular contracture, baker grade ii and seroma. It is reported that always had a lot of pain in both breasts and that the left breast "appears to have a smaller volume than the right breast." There are radial folds bilaterally with a minimal amount of fluid insinuating itself into the breasts. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
The event of capsular contracture and drainage are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported bilateral capsular contracture. A non-healthcare professional (legal) reported that a patient¿s ¿breast was in a dark, purple placement and leaking white fluid that looked like pus.." Device remains implanted.